Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of inappropriate therapy were noted due to the device programmed settings. The device was reprogrammed to resolve the event and the patient is in stable condition.